Manufacturer narrative:
Device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. The distributor engineer confirmed error 4153, fse found z movement failure on the pickup unit. Fse resolved the reported issue by replacing the stepper motor of the cup pickup z axis. The aia-900 analyzer was operational. There was no further action required by distributor engineer. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The (B)(4). There-900 operator's manual under section 12 - flags and error messages was reviewed. C. Trans-z home overrun: cause: the home sensor s062, which is not supposed to be activated after the cup transfer z-axis moves, was activated. No further operation will take place. A mf flag will be attached to the measurement result. Action: please contact tosoh local representatives. Check s062 and also check to see the cause of slipping, and so on, that occurs when pm061 moves to the limit side. The most probable cause of the reported event was due to failure of the cup pickup z axis stepper motor.

Event description:
The customer reported receiving error message 4153 c-trans-z home overrun on their aia-900 analyzer. A distributor engineer was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.